Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had a seizure and fell and hit the corner of a dresser in march. The healthcare provider was concerned about the leads but a MRI and x-ray confirmed the leads were fine. The patient stated that since the fall the implant wasn't doing anything when it was on. The patient noted it felt like the implant was burning when they were charging regardless of if stimulation was on or off. It was confirmed that the warmth comes from the implant and not the antenna. The patient went to the ER at one point to make sure she wasn't burned on the inside as it felt like it was on fire when charging. The patient met with the healthcare provider on (B)(6) to reprogram the implant and the new settings helped. The patient now had to charge 2-3 times a week and confirmed that she was programmed with high settings. The indication for use was spinal pain.